Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit was received with worn teeth on the swivel sleeve that would not rotate. The nylon washers and the retaining rings were worn. New components were added to replace worn parts. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1018 mayfield swivel adaptor found the swivel sleeve would not rotate.